Event description:
It was reported that the patient had a baclofen pump which was used for spasm. It was reported that the alarm date was set for (B)(6) 2014 (day after day of report). It was reported the patient was in a nursing home and the a refill was not scheduled with the pharmacy and the homecare. It was reported that the refill was set for (B)(6) 2014 but the pharmacy could not get the medication until ¿next week.¿ it was reported that pimp was already alarming wednesday ((B)(6) 2014) ¿low reservoir (B)(6) 2014.¿ it was reported that the patient would not get filled until next week. Patient is paralyzed and ¿it is painful¿ for the patient to get around. It was further stated that the patient was hospitalized from (B)(6) 2013 for wound care due to an infection from bed sores. It was stated that this was not related to the manufacture device therapy. It was reported that the patient had been in the nursing home from (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).